Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant results for multiple assays were obtained on one patient sample on the dimension vista 1500 instrument. Siemens reviewed the instrument files and determined that quality controls were recovering within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse observed that the aliquot probe was bent and contained gel. The cse replaced the aliquot probe, performed an aliquoter vertical system detailing procedure, and auto-aligned the aliquoter and reagent shuttle 2. Then, the cse ran quick check and quality controls (qcs), which recovered within specifications. Siemens further investigated the issue and determined that the customer cancelled and re-ordered calibration in a well that was adjacent to the affected sample on the instrument, causing an overflow of the calibrator into the affected sample aliquot well. Siemens determined that if a test(s)/order(s) is cancelled by the operator while the instrument is aliquoting the sample, the dimension vista instrument may continue to deliver the cancelled sample or vial contents to the aliquot well(s). Future samples may be assigned to the same aliquot well(s) and become contaminated with the existing contents or overflow of the aliquot well may occur, potentially contaminating a surrounding well(s). This issue only occurs when an operator manually cancels a test(s)/order(s) for calibration, qc, or patient sample while the instrument is in the process of aliquoting the sample. An urgent medical device correction (umdc) (B)(4) was sent to us customers and an urgent field safety notice (ufsn) (B)(4) was sent to outside the us (ous) customers. The umdc and ufsn indicate that siemens is working to provide an software update to address the issue and advise customers to not cancel test(s)/order(s) for calibration, qc, or patient samples until the instrument is finished with aliquoting the sample.

Event description:
Discordant, falsely elevated urea nitrogen (bun), creatinine (cre2), and potassium (k) results and discordant, falsely depressed glucose (glu) and calcium (ca) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results did not match the patient's clinical history and were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the same instrument. The sample was repeated again for calcium on the initial instrument, resulting in another discordant, falsely low result. The sample was also tested for chloride (cl), carbon dioxide (co2), sodium (na) on both instruments. However, there is no indication that the cl, co2, and na results were discordant. The results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bun, cre2, k, glu, and ca results.